Event description:
It was reported that patient complications occurred post procedure. A vtcb/8.3 flexima was selected for use. During the procedure, ultrasound guided puncture of biliary branch of the third hepatic segment and canulation of the main biliary tract was done. The stenosis is passed at the level of the distal choledochus and the biliary drainage is established with the distal tip at the level of the second duodenal part with a coaxial system. The positioning of the drainage is performed only on the third attempt, without the use of the plastic mandrel because in the first two attempts the mandrel remains jammed (griped) in the drainage with the impossibility of its extraction. Consequently post- intervention, it was observed that there is a gradual reduction of bilirubin values, onset of fever with a temperature of 38.5 degree celsius and septic shock (pa 70/40, fc 112). Also, blood cultures were performed and was positive for streptococcus viridans and klebsiella pneumonia; and, bioculture result shows positive for staphylococcus aureus. Antibiotic therapy and volemic expansion were then established with specific absorption rate (sar) assessment with normalization of the indices of phlogosis until discharge of the patient on (B)(6) 2018. No further patient complications were reported. It was further reported that the patient's condition post procedure was normal.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter returned with a flexible cannula stuck. The flexible cannula was observed detached. Both sections of the flexible cannula were found damaged (stretch and accordion) and one section was observed kinked. Additionally, the flexible cannula hub section was missing, not returned with the rest of the cannula. Dimensional and functional inspection could not be performed due the flexible cannula conditions (stuck into the catheter and flexible cannula stretch).

Event description:
It was reported that patient complications occurred post procedure.a vtcb/8.3 flexima was selected for use. During the procedure, ultrasound guided puncture of biliary branch of the third hepatic segment and canulation of the main biliary tract was done. The stenosis is passed at the level of the distal choledochus and the biliary drainage is established with the distal tip at the level of the second duodenal part with a coaxial system. The positioning of the drainage is performed only on the third attempt, without the use of the plastic mandrel because in the first two attempts the mandrel remains jammed (griped) in the drainage with the impossibility of its extraction. Consequently post- intervention, it was observed that there is a gradual reduction of bilirubin values, onset of fever with a temperature of 38.5 degree celsius and septic shock (pa 70/40, fc 112). Also, blood cultures were performed and was positive for streptococcus viridans and klebsiella pneumonia; and, bioculture result shows positive for staphylococcus aureus. Antibiotic therapy and volemic expansion were then established with specific absorption rate (sar) assessment with normalization of the indices of phlogosis until discharge of the patient on (B)(6) 2018. No further patient complications were reported.

Event description:
It was reported that patient complications occurred post procedure. A vtcb/8.3 flexima was selected for use. During the procedure, ultrasound guided puncture of biliary branch of the third hepatic segment and canulation of the main biliary tract was done. The stenosis is passed at the level of the distal choledochus and the biliary drainage is established with the distal tip at the level of the second duodenal part with a coaxial system. The positioning of the drainage is performed only on the third attempt, without the use of the plastic mandrel because in the first two attempts the mandrel remains jammed (griped) in the drainage with the impossibility of its extraction. Consequently post- intervention, it was observed that there is a gradual reduction of bilirubin values, onset of fever with a temperature of 38.5 degree celsius and septic shock (pa 70/40, fc 112). Also, blood cultures were performed and was positive for streptococcus viridans and klebsiella pneumonia; and, bioculture result shows positive for staphylococcus aureus. Antibiotic therapy and volemic expansion were then established with specific absorption rate (sar) assessment with normalization of the indices of phlogosis until discharge of the patient on (B)(6) 2018. No further patient complications were reported. It was further reported that the patient's condition post procedure was normal.